Manufacturer narrative:
After the field service engineer system checks, no further issues were reported by the customer. The investigation determined the event was consistent with a preanalytical sample handling issue. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI): (B)(4). Initial reporter phone: (B)(6). The customer replaced the reaction cells and photometer lamp. The field service engineer performed a system performance check with passing results. He performed system checks and discovered no abnormalities. On (B)(6) 2021, both samples collected on (B)(6) 2021 were tested on a cobas c 503 module for troubleshooting purposes. The investigation is ongoing.

Event description:
The initial reporter received questionable phos2 phosphate (inorganic) ver.2 results for one patient tested on a cobas 8000 c 702 module. The customer confirmed calibration and qc were acceptable prior to patient testing. On (B)(6) 2021, the patient had a sample collected and tested. The customer performed an undiluted measurement and a "decreased mode" dilution with the patient's sample. The patient's initial phosphate result was 0.71 mg/dl with a data flag, and the patient's phosphate result with "decreased mode" dilution was 24.8 mg/dl. The customer reported the patient's phosphate result of 24.8 mg/dl outside the laboratory. The patient's physician questioned the accuracy of the reported result due to the result not matching the patient's previous phosphate result received at a different hospital. The patient's previous phosphate at a different hospital was 5 mg/dl. The patient's physician requested the sample to be repeated, and the customer performed additional measurements with the same sample. The patient's undiluted phosphate result was 0.17 mg/dl with a data flag. The patient's phosphate result with a 1:3 dilution was 13.75 mg/dl. The patient's phosphate result with a 1:5 dilution was 3.57 mg/dl. The patient's phosphate result with a 1:10 dilution was 2.83 mg/dl with a data flag. The patient's phosphate result with "decrease mode" dilution was 26.32 mg/dl. The patient's phosphate result with a 1:3 dilution was 12.66 mg/dl. On (B)(6) 2021, the physician ordered a new sample to be collected from the patient due to the patient's diagnosis. The new sample was tested on the same cobas 8000 c 702 module. The patient's undiluted phosphate result was 2.91 mg/dl. The phosphate reagent lot number was 452122 with an expiration date requested but not provided.